Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was suspected to have loss of capture (loc) for its non boston scientific left ventricular (lv) lead. Technical services (ts) was consulted and reviewed presenting electrogram (egm). Ts agreed there was loc. Further review of data indicates there are high capture threshold measurements for the lv lead. This device remains in service. No adverse patient effects were reported. Additional information from the field indicates there was no loc, with the patient having an ectopic rhythm that interfered with the device capture threshold test. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was suspected to have loss of capture (loc) for its non boston scientific left ventricular (lv) lead. Technical services (ts) was consulted and reviewed presenting electrogram (egm). Ts agreed there was loc. Further review of data indicates there are high capture threshold measurements for the lv lead. This device remains in service. No adverse patient effects were reported.